Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after experiencing phrenic nerve stimulation. The leads were determined to be dislodged. The leads were coiled up by the device and the physician suspected the patient had twiddlers syndrome. The leads were explanted and replaced. The patient is doing well and will be and monitored with routine follow up.